Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. Failure analysis did not find the blades of the monopolar curved scissors instrument to be dull. The instrument was tested on a system and successfully cut through 0.006 of latex. The blades were undamaged. Failure analysis also found scratch marks exhibiting light material removal and a rough surface finish at the distal end of the main tube. The scratches were short in length and not axially aligned with the main tube. The instrument passed electrical continuity testing. There was no insulation damage to the main tube. The evidence was inconclusive but was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci si surgical procedure a monopolar curved scissors instrument had dull blades and was unable to cut tissue. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.